Event description:
The facility's biomedical engineering department reported an incident of free flow occurring during an infusion to a cardiac intensive care unit patient. The nurse reported via an incident report "channel 3: pt's bp trending decreasing rapidly. Went into room and channel 3's screen had gone black and opened channel 3 to free flow. When rn had last been in room, pump channel 3 was infusing at 55cc/hr with about 25cc left to infuse". According to the facility, no patient injury or need for medical intervention has been reported. Despite baxter's efforts to obtain additional information from the reporitng facility, details were not available regarding patient's diagnosis or status, medication involved, or set up of the infusion device. No additional contact information was available.